Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The customer was trying to treat for a high blood glucose level of 400 mg/dl when he received a no delivery alarm. He attempted to redo the bolus but the insulin pump alarmed motor error. The customer was able to complete the rewind sequence. The displacement test and manual prime were successful. The motor error alarm did not recur. The device was not returned.